Event description:
The customer contacted global technical services (gts) regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The technical service representative (tsr) reviewed the therapy log with the peritoneal dialysis registered nurse (pdrn). Therapy had been aborted. The initial drain was equal to 136ml, the last fill was equal to 0ml, the total fill was equal to 6914ml, the total drain was equal to 5107ml, the total ultrafiltration (uf) was equal to -1806ml, and there were three bypasses. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that the patient had to stop performing peritoneal dialysis (pd) therapy due to issues with their catheter. She stated that the catheter was causing draining issues so they had to get it surgically replaced. She did not know the manufacturer of the catheter. She stated that the patient is expected to resume therapy this week. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, false empty detect, and use error; there was an inappropriate bypass of the low drain volume alarm during initial drain. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.